Event description:
As reported, the stents could not cross the lesion. The procedure was abandoned after device removal. There was no patient injury. After the palmaz stent was received by the decontamination site, it was noted that the proximal end of the stent had strut uplift. The target lesions were located in the ica and vertebral. The lesions were de novo and not inside a previously placed stent. The length and diameter of the lesions were unknown. The details on the lesion characteristics, such as calcification, tortuosity, stenosis rate and angulation, were not available. There were no damages or anomalies noted to the devices or packaging prior to use, and they were handled and prepped according to the IFU with no anomalies noted. There was no difficulty to get the guidewire to cross the lesion. As the devices were advanced to the lesion, there was no difficulty experienced. However, both devices could not cross the lesion. The catheters were not ever in an acute bend. For as not ever required during use of the devices. The devices were easily removed from the patient with no kinked/bent conditions noted. It was reported that the procedure was abandoned. There was no patient injury. Decontamination site noted the following: "palmaz was received with bend at 18.5 cm from strain. Struts uplifted on proximal end of stent."

Manufacturer narrative:
Complaint conclusion: the stents could not cross the lesion. There was no patient injury. The procedure was abandoned. This occurred during a percutaneous transluminal carotid angioplasty (ptca). The target lesions were located in the internal carotid artery (ica) and the vertebral artery. The lesions were de novo and not inside a previously placed stent. The length and diameter of the lesions are unknown. The details on the lesion characteristics, such as calcification, tortuosity, stenosis rate and angulation, are not available. There were no damages or anomalies noted to the devices or packaging prior to use, and they were handled and prepped according to the instructions for use (IFU) with no anomalies noted. There was no difficulty to get the guidewire to cross the lesion. As the devices were advanced to the lesion, there was no difficulty experienced. However, both devices could not cross the lesion. The catheters were not ever in an acute bend. Force was not required during use of the devices. The devices were easily removed from the patient with no kinked/bent conditions noted. The device was returned for analysis. The decontamination site noted the palmaz was received with a bend at 18.5 cm from strain. Struts were uplifted on the proximal end of stent. A non-sterile unit of palmaz blue on aviator plus, 6 mm diameter, 60 mm length, on 142 cm catheter was returned. Per visual analysis a kink at 27 cm from proximal tip end was noted. The stent also had a kink on one of its proximal struts. No other anomalies were found. Per microscopic analysis of the stent a kink of one of its struts was noted. There was no fracture or separation on the stent. A device history record (DHR) review of lot 15819958 revealed no anomalies or non-conformances that can be associated with the reported event. Per the palmaz blue IFU ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The relationship between the failure to cross and the devices is not clear. The event reported ¿stent delivery system (sds) / failure to cross¿ by the customer was not confirmed since outer diameter was found to be within specification. The cause of the event experienced by the customer as well as the kink condition found could not be conclusively determined. The event found during analysis ¿stent / strut uplift-proximal (peripheral)¿ was confirmed. Neither the DHR review nor the analysis suggests that the event is manufacturing related. Therefore no actions were taken. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
The device was returned for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: precise stent lot 17071408, catalog # pc0840xce. (B)(4).